Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: rupture-ndr/use error: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side exchange of textured devices due to product concern. Later, hcp reported rupture for right side. Device was explanted.

Event description:
Healthcare professional reported a right side exchange of textured device due to product concern. Healthcare professional later right implant ruptured during explant. Reported rupture for right side. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture-ndr, use error, anxiety-product/procedure.